Event description:
(B)(4). I had pelvic pain, abnormal menses, breast tenderness, hair loss, ibs, enlarged abdomen, itching, bv, fibroids, abnormal pap smears, skin disorder, incontinence and the list goes on. Someone needs to get this off the market.